Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose at the time of incident 178 mg/dl. Customer was giving bolus while getting failed battery test after changing a battery. Customer was advised a battery may fail test if it has potential to cause pump to lose power without warning. Customer was recommended to use energizer battery. The battery cap is not damaged. Customer did want replace battery cap. Troubleshoot was performed. The issue was not resolved. Customer was advised to stop using the insulin pump. The insulin pump will not be returning for analysis.